Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead h6. Correction: f0103 and f05 not applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the report of when the patient first started noticing the lack of therapy due to the lead placement. The rep indicated that the patient asked the rep to be present for their managing pain appointments about every other month beginning in (B)(6)2019, but the rep noted that they had never noted a total lack of therapy. It was also clarified that the patient¿s existing lead had not migrated. The rep also noted that the patient was not sure of their weight at the time of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient was not getting therapy in their back due to the lead placement despite having multiple attempts at re-programming. The lead is not covering the area which is desired at thoracic vertebrae t9/t10. The physician is considering placing a percutaneous lead next to the surgical paddle to see if patient will get better back pain relief. Technical support services (tss) reviewed MRI guidelines for abandoned lead leg as well as that there is no labeling or guidance for off-label procedure. The rep noted that the patient discussed the lack of expected therapy with the physician about one month prior to the call and that the patient had gotten good benefit during their trial.